Manufacturer narrative:
The date of the event has been entered as the same as the published date of the abstract ((B)(6) 2019) since date of data collection was not provided. Specific patient information and device serial number are documented as unknown. The author of the abstract is u. Kervan et al. Cardiology, cardiovascular surgery, turkey yuksek ihtisas hospital, ankara, turkey. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract titled ¿minimally invasive lvad implantation: early and mid-term results at a single center¿ that heartmate 3 was identified as possibly related to early right ventricular failure, driveline infection, gastrointestinal bleeding, hemorrhagic cerebrovascular event, pump thrombosis, and late right ventricular failure. The device was implanted at the time of the event. No further information was provided.

Manufacturer narrative:
The report of pump thrombosis could not be confirmed through this evaluation. In addition, a specific cause for the reported driveline infection could not be determined. Furthermore, a direct correlation between the implanted heartmate 3 devices and the reported events of gi bleeding, early/late right heart failure, and stroke could not be established through this evaluation. The research abstract titled ¿minimally invasive lvad implantation: early and mid-term results at a single center¿ reported the following information: from (B)(6)2015 to (B)(6)2018, 49 patients underwent lvad implantation at a single center. Of the 49 patients, 17 were implanted with a heartmate 3 lvad, while the remaining 32 patients were implanted with heartware (hvad). Results of the study revealed that the most common adverse event while patients were supported by the devices was driveline infection (18.3%). 2% of the patients had gastrointestinal bleeding, 8% experienced hemorrhagic cerebrovascular events, 10.2% had pump thrombosis, 10.1% had early right ventricle failure, and 5% had late right ventricle failure. Eleven patients were ultimately transplanted. The study concluded that minimally invasive implantation of both lvads was safely feasible. The heartmate 3 device serial numbers and specific case/patient information was not available. No product was evaluated under this complaint. The heartmate 3 lvas IFU lists bleeding, driveline infection, right heart failure, stroke, and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.